Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation of the electrode¿s tip confirmed the reported discoloration. This complaint can be confirmed. From past investigations it was explained by the manufacturer that during manufacture the device is functionally tested and subjected to an activation test in saline to ensure correct activation of the device. This activation in saline may result in the appearance of corrosion on the device active tip and is considered normal. A batch record review has been conducted and our results indicate that this batch of product was processed with one unrelated incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during a arthroscopic rotator cuff surgical procedure, it was observed that the probe was found to be rusted on the magnified image under the arthroscope. According to the report, the problem occurred before used on patient. It was reported that the procedure was not delayed by 30 minutes or more. The surgeon used another probe.